Event description:
It was reported this hospitalized patient had a drop in blood pressure and was transferred to the intensive care unit (ICU). The patient also fell, had slid off the bed and onto the floor. This resulted in the patient's leg hurting. The patient's family had requested that the pump be checked as 'we can't get any doctors to help us at the hospital.' In addition, they were upset and concerned regarding the care the patient received. The patient's condition had reported to be 'very stable, very alert' and on another day 'sick.' It was reported that this pump had been checked sometime in (B)(6) 2012. However, the reason for the check was not provided. The patient's pump medication concentrations were reported to have been changed on (B)(6) 2012 and 'they have that pump cut down so low from her last--she was on her vent in (B)(6).' However, it was unclear as to the final programmed dosing. An x-ray was performed at some point but the results were not provided. The patient's 'white count went up from 13,000 to 53,500' and at some point the patient was administered antibiotics. This pump system was used to deliver clonidine, bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).